Event description:
Doctor reported implant fracture at tooth site #36, four (4) years after crown placement. The patient came with the implant fractured at the collar. A new implant was placed three (3 )months after the implant's removal.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient age and date of birth unknown / not provided. Patient weight unknown / not provided. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One osseotiteâ® certainâ® 2 implant 4 x 11.5mm (xifoss411) and one unknown screw were returned for investigation. Visual evaluation of the as returned implant identified fracture at collar with apparent tissue/bone attached to external threads. Fractured screw identified inside implant. Some damage could be from clinician¿s removal of device. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Functional testing could not be performed since the implant and screw were fractured. Pre-existing condition noted on the per was low bone density ¿ type iii. The reported device had been placed on tooth 36 (fdi) for approximately 4.5 years. Device history record (DHR) review for the lot (2016021603) had revealed no deviations nor non-conformance's which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2016021603) for similar events (complaint category keywords: fracture: implant) and no other complaint was identified. Therefore, based on the available information, device malfunction of the implant and screw did occur, and the reported event was confirmed.